Event description:
Caller reported an incident of hyperglycemia requiring professional medical treatment within 24 hours of having attempted, being unable to use the active s system due to no power. A request was made for the return of the system and a replacement was sent.